Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  the patient was having balance and speech issues while his ins stimulation was on. The patient's hcp suggested turning off the stimulation. The patient's balance and speech improved and his tremor was not much worse. The caller reported that a few months later, the patient needed to use his hand for tying fishing lures, so he tried to turn the stimulation on but the ins was non-responsive. The caller scheduled a meeting with the patient to recover the ins. The caller called the rep to review the overdischarge recovery process for the potential overdischarge ins. The caller mentioned to the rep that he does not know how long the patient has not charged the ins. At the meeting with the patient, the caller reported that he was able to perform the por with the recharger. The caller stated when the device reached 25% charge, he interrogated the device and it had retained the stimulation settings. The caller left the patient with instructions to fully charge  the ins. The patient confirmed later that the ins was fully charged and that he had been able to increase amplitude on both sides of his patient programmer. The caller stated that everything seems to be working appropriately at this time. No further complications were reported.